Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with hypoglycemia. The patient's blood glucose levels dropped to 40 mg/dl while wearing the pod for 3 hours. The patient reports on a previous complaint their controller had not been working properly. The patient had them drink juice every 15 minutes. Once at the hospital the patients pod was removed. The patient was treated with intravenous fluids. The patient was prescribed an anti-nausea medication. The patient was released from the hospital after 12 hours.